Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient, "tpn was coming out of the insertion site". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that during use on a patient, "tpn was coming out of the insertion site". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of an extension line leak could not be confirmed through investigation of the returned sample. The customer returned one, 4-lumen cvc catheter for analysis. Signs of use were observed. Visual inspection of the catheter revealed no obvious defects or anomalies were observed. Each of the four lumens passed functional leak testing performed per iso and no evidence of leaking, backflow, or interlumen crossover was observed with any of the lumens. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.